Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary photo review: the breakage of the plate could be confirmed according to the received x-rays. We have forwarded the received part to the responsible manufacturing site (mezzovico) for further evaluation with the following results: the received condition of the device agrees with the complaint description since the plate is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid since no deviations were found in the documentation as well as during this investigation. Thus, all relevant measurements performed are according to their specifications. No manufacturing issue was detected. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. For the detailed investigation and pictures please see in the attachment: "manufacturing complaint investigation form.pdf" based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history part: 02.117.604, lot: 9384730, manufacturing site: mezzovico, release to warehouse date: 27.feb.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event: date of revision surgery was (B)(6) 2019. All broken fragments were removed easily without intervention. The revision surgery was completed successfully without any issue.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: hwc. Device returned. Occupation: reporter is a j&j rep. (B)(4). A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a plate broke within 2 weeks of implantation. It is unknown if a post-op device malfunction, adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing ha occurred. Also unknown if patient require revision surgery or hardware removal or patient status/ outcome / consequences, x-rays, additional procedures, prescriptions, otc, revision. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).